Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician placed the bmx96 into the patient. Next, the physician experienced resistance while advancing the red72 through the bmx96 and into the target vessel. The physician then initiated aspiration; however, no thrombus was being aspirated. Therefore, the physician decided to remove the red72. Upon removal, the physician noticed that the red72 was broken at approximately twenty centimeters from the distal end. The procedure was completed using another catheter and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the distal shaft. If the device is manipulated against resistance during advancement, damage such as a kink and subsequent fracture may occur. Due to the damage on the red72, the device could not be functionally tested. The root cause of resistance during the procedure could not be determined. Further evaluation revealed that the coil winds were unraveled, and a kink was present near the fracture. This damage was incidental to the complaint and may have occurred while retracting the device during removal from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.